Event description:
It was reported in a service report that a cot dropped. Allegedly, when the drop occurred, an emt attempted to stop the drop and injured his back and knee. The crew reported, they raised the cot back up and were able to lock it into place properly. A service tech examined the cot and found it to be performing to specification. No pt injury was alleged.